Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - livanova reported that there was noise present on this ra lead. The noise was also observed with the patient moved their arm. It appears that this lead remains implanted.